Manufacturer narrative:
Correction to removing syncope coding. Therapy being turned off and this patient experiencing syncope if captured in a different complaint number.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system shock impedance measurements have gradually increased since the initial implant, from 62 ohms to 116 ohms. This increase was noticed after a delivered therapy. Reportedly, two shocks were necessary to convert the arrhythmia and the patient has gained a lot of wait since the implant procedure. Technical services recommended to perform x-rays to discard any positioning issue with the s-ICD system. A revision is being considered for the s-ICD system due to the significant weight gain and a potential integrity issue with the implantable electrode. This s-ICD remains in service and no adverse patient effects were reported. Additional information was received that this patient underwent a revision procedure in which this s-ICD was explanted and the electrode was revised into a deeper position. A new s-ICD was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that a transvenous system was implanted as this patient experienced ventricular fibrillation (vf) in which the first shock failed with longer time to therapy than desired. The second shock was successful however this patient experienced syncope. Additional information was received that the previous entry was determined to be information for the previous s-ICD this patient had.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system shock impedance measurements have gradually increased since the initial implant, from 62 ohms to 116 ohms. This increase was noticed after a delivered therapy. Reportedly, two shocks were necessary to convert the arrhythmia and the patient has gained a lot of wait since the implant procedure. Technical services recommended to perform x-rays to discard any positioning issue with the s-ICD system. A revision is being considered for the s-ICD system due to the significant weight gain and a potential integrity issue with the implantable electrode. This s-ICD remains in service and no adverse patient effects were reported. Additional information was received that this patient underwent a revision procedure in which this s-ICD was explanted and the electrode was revised into a deeper position. A new s-ICD was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that a transvenous system was implanted as this patient experienced ventricular fibrillation (vf) in which the first shock failed with longer time to therapy than desired. The second shock was successful however this patient experienced syncope.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system shock impedance measurements have gradually increased since the initial implant, from 62 ohms to 116 ohms. This increase was noticed after a delivered therapy. Reportedly, two shocks were necessary to convert the arrhythmia and the patient has gained a lot of wait since the implant procedure. Technical services recommended to perform x-rays to discard any positioning issue with the s-ICD system. A revision is being considered for the s-ICD system due to the significant weight gain and a potential integrity issue with the implantable electrode. This s-ICD remains in service and no adverse patient effects were reported.additional information was received that this patient underwent a revision procedure in which this s-ICD was explanted and the electrode was revised into a deeper position. A new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.